Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown, rupture.

Event description:
Healthcare professional reported "rupture", "dense collagen deposit that alters the normal architecture of the tissue" and "chronic inflammatory reaction of the granulomatous type is identified", "capsular contracture grade unknown". Device was explanted. This relates to the left side. Treatment" device removal, capsulectomy.

Event description:
Healthcare professional reported "rupture", "dense collagen deposit that alters the normal architecture of the tissue" and "chronic inflammatory reaction of the granulomatous type is identified", "capsular contracture grade unknown". Device was explanted. This relates to the left side. Treatment" device removal, capsulectomy.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: - rupture: observed broken device assessed as unidentified (tear) opening. - capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.